Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, there is insufficient information to determine the root cause of this event. However, the patient's regurgitation was most likely due to the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Request for additional information are currently in progress. If new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a pericardial aortic valve underwent a valve-in-valve procedure due to aortic regurgitation. Implant duration of the pre-existing surgical valve is approximately 13 years and eight (8) months. A tavr was successfully performed with an edwards transcatheter valve. There were no complications. The patient is doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Patient also underwent valve-in-valve procedure due to degeneration. Tee showed well positioned valve with no evidence of any perivalvular leaks. The valve was functioning properly. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. Patient was discharged on post operative day two.